Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (connect electrode belt messages) has been confirmed. Upon investigation the electrode belt had broken lead 1- and lead 2- wires in the cable connecting ECG 1 and ECG 2. The root cause for the damaged wires could not be positively identified. There was no adverse event that resulted from the damaged belt.

Event description:
A us distributor reported that a patient was experiencing connect electrode belt messages.